Event description:
During remote follow-up, electromagnetic interference resulting in oversensing was observed on the device. No intervention has been performed at this time. The patient experienced no adverse consequences and will continue to be monitored.